Manufacturer narrative:
Conclusion: according to the information received the recipient was explanted due to an extrusion of the active electrode into the external ear canal caused by chronic otitis media. No available information points to the device being the source of infection. In addition, during device investigation damage to the active electrode caused by device minute mobility was found. The problems described in the recipient report seem to match the damage found. This report is a combination of initial/follow up.

Event description:
The user had chronic otitis media with an extrusion of the electrode lead into the ear canal and a possible partial migration of the electrode array out of the cochlea. This led to a deterioration in access to sound with the device. An ear canal cleaning and re-implantation were conducted for prophylactic reasons. The user was re-implanted on (B)(6) 2020. It was stated in the device explant report that the active electrode lead was severed during removal surgery.